Event description:
It was reported that during a laparoscopic donor nephrectomy procedure, multiple staples appeared malformed on both the patient's side as well as the donor kidney side. The case was completed with the same device. There was no patient consequence.